Event description:
It was reported that the customer accidentally delivered too much insulin when the pump was found on the fill tubing step of the load sequence, showing 14 units filled. The blood glucose level was affected, dropping below 54 mg/dl, marked as "low," although the specific value was not known. To address the low blood glucose, the customer consumed carbohydrates and did not require third-party assistance. Tandem technical support advised the customer that taking excessive insulin could lead to severe hypoglycemia and advised consulting a healthcare professional for medical advice. They reviewed the pump logs, confirmed a complete load sequence was initiated, and communicated findings to the customer.